Event description:
On 10/28/2024, an ilet user reported the experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 09/02/2024. During this event, the user's bg dropped to 47 mg/dl and remained below 70 mg/dl for about 30 minutes. The user consumed carbohydrates (simply lemonade) to correct the low, with assistance from their parents, as they were unable to get the lemonade themselves due to feeling "out of it." The device provided alerts for the low glucose levels. The user experienced dizziness and a sensation of not being able to feel their tongue but did not require professional medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Device data confirmed hypoglycemia on the reported event date. Without more context around the timing of the event, it is difficult to determine an exact cause of the hypoglycemia. There is evidence from the user's ilet report of maladaptive behavior due to failure to use the device properly and in accordance with the user guide and device training by not announcing meals and over-treating hypoglycemia. Both of these behaviors can contribute to the risk of hypoglycemia as the ilet tries to respond to rapid and significant changes in cgm glucose which may have contributed to this hypoglycemic event. Device audio settings were turned off which also likely contributed to the severity of the event.